Event description:
Treatment of a davf (dural arteriovenous fistula) located in the occipital branch. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported the physician placed the catheter into a very tortuous segment of the anatomy and the catheter became temporarily stuck there. Upon pulling more on the catheter, the catheter tip detached and remained in the occipital branch. The catheter was removed from the patient and it was replaced with a scepter xc balloon. The patient was successfully treated with onyx and the detached distal tip was engulfed in the onyx cast. No attempts were made to remove the distal tip of the catheter.

Manufacturer narrative:
The apollo catheter was returned for evaluation without the detachable tip as it remains inside the patient. The evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. Catheter tip separation.